Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2014 with the following findings:a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. The pump was found to pass the flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report that the patient had unexplained elevated blood glucose of 511 mg/dl with symptoms of stomachache and headache and signs of ketones. The patient treated with IV fluid in the ER on (B)(6) 2013. During the patient¿s hospital stay, the patient remained on insulin pump therapy but the doctor advised her to change the infusion set. During troubleshooting, all settings were confirmed to be correct. This complaint is being reported because the patient required medical intervention for unexplained hyperglycemia while on insulin pump therapy.